Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is most likely that operational context/surgical technique contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 23 mm pericardial valve, implanted upside down in the mitral position, was explanted at implant due to motion restriction of one leaflet due to compression from the annulus. The patient was sent to the ICU in critical condition at the end of the procedure and expired at a later date due to unknown reasons. Per received medical records, the patient had history of rheumatic heart disease and presented with shortness of breath for a few months and was found to have severe mitral stenosis and calcification. Intraoperatively, there was significant calcification of the annulus, but the calcification was relatively superficial. The subvalvular apparatus was so contracted, with very limited movement, that none of the chordae for anterior leaflet were saved due to retraction. There was extensive calcification in the posterior leaflet annulus and that required decalcification that was performed using a cusa machine (ultrasonic calcium removal procedure). The annulus was sized with a 23 mm aortic sizer since a mitral valve seizer was not available. A 23 mm edwards valve was selected and implanted upside down in the mitral annulus. It was very difficult to place the valve through the annulus due to extensive calcification and contraction of the subvalvular apparatus. Sutures were then tied using cor-knot. After the sutures were tied, it was noticed that one of the cusps of the bioprosthetic valve was not closing due to compression from the very thick and contracted annulus. The valve was then removed. A non-edwards 23 mm mechanical mitral valve was implanted. Due to long bypass time, the patient was placed on moderate dose of inotropes to help with the weaning process from cardiopulmonary bypass. She was successfully weaned from cardiopulmonary bypass after a second attempt. The rv function was relatively sluggish, but the lv function was adequate. There was some bleeding from the back of the heart that was concerning. Lt was decided that the patient should go back on pump to further evaluate the bleeding. The surgeon was concerned about the posterior lv rupture due to extensive calcification of the posterior mitral leaflet. There was no hematoma nor any bleeding from the posterior aspect of the heart or lv groove. At this point, it was decided to exclude the left atrial appendage using an atriclip damp since there was some blood coming from the base of the left atrial appendage. Placement of the left atrial clip significantly improved the amount of bleeding from the posterolateral aspect of the heart. She was weaned off cardiopulmonary bypass a second time without any difficulty. The patient had extensive bleeding from all the surgical surfaces and from the dissecting tissues. The patient received multiple transfusions of blood, platelets, ffp, and cryo to treat the bleeding and improve hemodynamics. The chest was closed and she was sent to cardiac ICU in critical condition. The patient continued to have coagulopathy and bleeding from the chest tubes after chest closure but no further information was provided regarding the remainder of the hospital course.